Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that upon interrogation at follow up this implantable cardioverter defibrillator (ICD) contained stored episodes of oversensed noise on all channels resulting in pacing inhibition and a period of asystole lasting approximately four seconds. Boston scientific technical services (ts) reviewed the episode in question and noted the noise appeared to be consistent with electromagnetic interference (emi). The patient reported feeling no symptoms at the time of the event and denied performing any tasks involving common sources of emi. Some low amplitude intrinsic events were also noted and believed normal given the patient's atrial fibrillation (af). The patient was enrolled in the remote monitoring system for closer following. Additional information was received indicating intermittent episodes of noise and oversensing continue to be observed resulting in periods of asystole just greater than 2 seconds. Decreased right ventricular (rv) lead pace impedance measurements were also reported though they have remained within normal limits and have been stable for the last year. It was also noted that noise could not be recreated upon the patient's previous presentation for follow-up testing. Ts suggested steps for additional testing and the patient was later referred to another facility for system revision. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed due to the ongoing rv lead noise. At the time of revision the associated device was also explanted and replaced. No further details are available regarding the procedure and the lead is not expected for return. No adverse patient effects were reported.